Manufacturer narrative:
H6, investigation type 4110: lens work order search, no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time and significant reduction of iridocorneal angles. The lens was explanted. Cause of the event is unknown.